Event description:
It was reported that during a scheduled filter retrieval, it was identified that there was thrombus in the filter and an arm had detached from the filter. The filter arm had endothelized in the cava wall. Due to the thrombus identified in the filter, the physician decided not to retrieve the filter or the detached arm. The patient has reported to be asymptomatic and there was no injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.